Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen assembly separated and the touchscreen cracked after the device likely fell from a bed; the pump remained functional but was no longer watertight, and the user temporarily taped the pump while awaiting a replacement. Symptoms included no reported adverse clinical effects and no impact on blood glucose. Outcomes included device replacement, instructions to shut down the affected pump, guidance that data would not transfer to the replacement, and continued cgm use via dexcom app or receiver. Investigation included customer interview, product use review, and logistics review for replacement and return. Investigation of this case revealed physical damage to the screen/bezel assembly consistent with external impact and loss of water sealing, with no device alarms reported and no malfunction verified. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage leading to enclosure compromise.